Event description:
Low high voltage impedance was noted on the right ventricular lead. The lead was explanted and replaced. The patient is in stable condition following the procedure.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. There was no conductor fractures or internal shorts noted during electrical testing and x-ray of the lead. Visual inspection of the lead found the damages to the lead body consistent with that occurring at time of explant. High defibrillation impedance and high pacing impedance were unable to be confirmed.

Event description:
Increased high voltage impedance and pacing impedance were noted on the right ventricular lead.